Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device changeout procedure due to normal battery depletion, the physician noted an issue with the pocket's condition. The physician preferred to not take any action to address the pocket issue. Patient condition was good.

Manufacturer narrative:
(B)(4)

Event description:
New information reviewed indicates that possible pocket infection was observed during the procedure. No additional actions were taken. The patient will continue to be monitored.